Event description:
It was reported that the patient experienced ineffective stimulation and the l5 drg lead exhibited high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein only a portion of the lead was able to be explanted. Therapy was restored post procedure with the remaining three leads.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.